Event description:
It was reported that post stenting procedure (B)(6) 2011 of a xience v stent in the moderately tortuous, heavily calcified, mid right coronary artery, the patient had complaints of chest pain and angiography confirmed in-stent restenosis. Revascularization of the vessel was performed by dilatation with a 2.75 x 12 mm nc trek balloon catheter and a 2.75 x 24 mm non-abbott stent was implanted. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated; reported as (B)(6) 2011. There were no reported product deficiency. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.